Manufacturer narrative:
The catheter was received with the contamination shield attached to the catheter at the proximal end approximately 105cm from the tip. Upon removal of the contamination shield, a slight indentation was observed approximately 92cm from the tip. The catheter ran cco in 37.0c water bath on vigilance I and vigilance ii monitors for 5 minutes with no error messages observed. The thermistor was found to read 37.2 c when submerged into a 37.0 c water bath. There were no open or intermittent conditions observed. No visible inconsistencies were observed on eeprom data. Thermistor and thermal filament circuit were continuous. Both thermistor and thermal filament connectors were opened with no visible inconsistencies. The balloon inflated clearly and concentrically and remained inflated within specification and leakage was not observed. All through lumens were tested for patency and leakage as follows: a 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip, entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body or the returned monoject 1.5cc limited volume syringe. Visual examination was performed under microscope at 10x magnification. The complaint could not be confirmed during the analysis. The cause of the complaint could not be determined; it is not known what factors may have contributed to this event. The lot number was not provided; therefore, a device history record review could not be completed.

Event description:
It was reported that cardiac output numbers that were observed were "all over the place" either high or low and not corresponding with the patient's clinical status. When these numbers are noted they recalibrate, recalculate the numbers on the monitor and change the monitor and the thermistor cable. These numbers are observed in the ICU and the cco numbers that are observed range from 3.6 and then the measurement of 1.1 is observed. The patient was transferred after having open heart procedures from or to ICU, events occurred in ICU. Customer indicated that they are using the vig 1 monitor. There was no error messages observed. It is noted that the patient's status is fine, the patient's vital signs are checked, re-calibrate catheter, mixed venous gas is taken to confirm status of patient and the patient is fine. The catheters are placed no longer than 4-6 hours usually come out by 12 hours. The customer spoke with our technical service group to troubleshoot - shoot a bolus by putting in the correct computation constant (input into the monitor of the model number of the catheter) and then another bolus with the spacelab (bedside monitor) compare to the vigilance monitor. There have been no patient complications. There was no cable or monitor being reported, customer felt that this is a catheter issue.